Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pod fell off and the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 18 mmol/l (324 mg/dl) while wearing the pod between 37 and 48 hours on the leg. It was noted that the pod fell off causing the cannula to dislodge from the infusion site. Hyperglycemia treated with a new pod.